Event description:
The reporter stated that the device displayed a system error u. There was no patient injury or treatment associated with this event. During evaluation, it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The device displayed a system error u due to the rubber coupling in the worm coupling assembly has deteriorated. During evaluation, the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.